Event description:
It was reported that an unspecified number of bd vacutainer® plus citrate tube, overfilled with blood drawing beyond the fill line. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.